Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub included microscopic and visual inspection. Inspection revealed the outer shaft separated 1mm from the strain relief with the inner shaft damaged (flattened) in between the fracture faces. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that micro catheter was fractured. The target lesion was located in the hepatic artery. A direxion transend-14 system was selected for use. During procedure, intra-abdominal angiography of the hepatic duct that went deep into the distal common hepatic artery was performed. Subsequently, the microcatheter was used to perform angiogram into the branch of the proper hepatic artery, however the device was fractured during several injections of the microsphere. The device was then simply pulled out completely from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that micro catheter was fractured. The target lesion was located in the hepatic artery. A direxion transend-14 system was selected for use. During procedure, intra-abdominal angiography of the hepatic duct that went deep into the distal common hepatic artery was performed. The microcatheter was used to perform angiogram into the branch of the proper hepatic artery, however the proximal end of the device was fractured during several injections of the microsphere. The device was then simply pulled out completely from the patient's body. The procedure was completed with a different device. No patient complications were reported.